Event description:
The customer's wife reported that the customer was taken by paramedics to the hospital, due to a diabetic coma. The customer's blood glucose reading was 56 mg/dl when she woke up in the morning, and when paramedics arrived, it was 20 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer's wife stated that the low blood glucose was likely caused by the customer over bolusing, to counteract a high blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.